Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in cork, ireland. Through follow-up communication with the customer, livanova learned the following additional information: - the test results are based on post disinfection, and one set of results are based on post water change/ h2o2; - the water post filter was tested every time the heater cooler units were tested; - the device was cleaned according to device instructions for use (IFU); - frequency of the bleaching/disinfecting was increased when the cfu count was greater than 100. 80mls of chlorox bleach (8.25%) is used. - standard hand hygiene and sterile gloves were used when cleaning the device; - hydrogen peroxide levels is checked daily to ensure levels are appropriate, using mquant peroxid-test kits; - devices are cleaned on wednesday. They are in use thursday and friday, water remains in the devices on monday and tuesday but they are not in clinical use. Device disinfection is performed one wednesday and also water change/h2o2, alternative wednesday. - devices were stored full of water; - the h2o2 is added every 7 days when water is changed and h2o2 is checked daily and documented. - a water 0.2um filter fitted in theatre with a pressure gauge pre and post filter is used; - the 3t aerosol collection set is changed weekly as per device IFU: - blue tubing set has not been changed yet as the customer is not operational for 12 months yet. - the device is placed in the operating theatre faced away from the operating field, as per IFU, it is vacuumed at all times in theatre and is at the furthest point away from the patient (approximately 4/5 meters). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with high level of tvc (total viable count) during water sampling tests. There is no report of any patient injury.

Manufacturer narrative:
H11: a review of the device¿s service history confirmed that no similar events have been reported since the manufacturing date, nor has any concerning trend been observed. Based on available information, root cause cannot be established. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.